Manufacturer narrative:
Additional information was received stating this device was replaced due to normal battery depletion and the associated atrial lead was replaced due to elevated threshold measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient will be followed again in a few months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited bipolar and unipolar pacing impedance measurements less than 200 ohms on the atrial channel. Additionally, atrial oversensing caused inappropriate atrial tachycardia response (atr) events. The device displayed a remaining longevity of less than 0.5 years; however, the gas gauge showed beginning of life (bol). The caller was inquiring if the clinical observations resulted in the false declaration of bol. No adverse patient effects were reported.